Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific crm received information that during a remote interrogation this cardiac resynchronization therapy-defibrillator (crt-d) detected low intrinsic r wave amplitudes on this defibrillation lead. There were no reports of loss of capture associated with this event. The patient has since been seen by their physician however the clinical events were not cleared which resulted in this alert. As of today the device and lead remain in service. There were no adverse patient effects reported. No additional information is available at this time. If additional information becomes available, the event will be reopened. Subsequently, the device was explanted due to normal battery depletion and returned for analysis.